Manufacturer narrative:
The cause of the erroneous high creatinine results is attributed to use error as the customer failed to perform calibration after preventative maintenance was carried out. The customer also did not test qc (quality control) material prior to testing patient samples. The issue was resolved after recalibration and running qc on the instrument. The customer re-tested the patient samples with results considered correct. (B)(6).

Event description:
A customer reported the generation of erroneously high creatinine patient results on their au480 chemistry analyzer. The erroneous results were reported out of the laboratory and patient treatment decisions were altered. The customer stated 48 patient samples were affected. There were no reports of harm or injury in association with this event. Prior to testing patient samples, the customer did not perform a calibration or quality control after performing preventative maintenance as indicated in the instructions for use.

Event description:
A customer reported the generation of erroneously high creatinine patient results on their au480 chemistry analyzer. The erroneous results were reported out of the laboratory and patient treatment decisions were altered. The customer stated 48 patient samples were affected. Out of the 48 patients, 3 had a change in patient treatment. The descriptions of the change in treatment is summarized below: patient #1: patient ID: (B)(6). Patient stopped the diuretic and the ace inhibitor for the blood pressure. Patient #2: patient ID: (B)(6). Patient stopped the diuretic. Patient #3: patient ID: (B)(6). Patient stopped the diuretic.